Event description:
This report is 2 of 2 for complaint file (B)(4).

Event description:
This is report 2 of 2 for this complaint (B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The product development event evaluation states that the inlays slid smoothly down the rails and passed through the ball detents as intended. Under simulated use with the endplates, the inlay was able to be guided into the endplates successfully per technique without unexpected resistance. The complaint could not be replicated using this inserter in-house when following the technique. Transportation of the polyethylene inlay from the inserter rails to the inferior endplate requires adequate parallel alignment of the instrument and implanted inferior endplate. As specified in the technique, the access incision and exposure should allow for the direct visualization of the disc space. If the access is slightly off and does not allow this alignment to occur, the inlay may be difficult to advance into the endplate. Use of instruments with distorted pins could also alter the alignment between the instrument and the endplate. In addition, a potential cause of the inlay slipping out from the inserter was recreated by pd if the distractor ((B)(4)) is used out of the technique order. According to the steps described in the technique guide, the poly inlay should be inserted into the inserter grooves and advanced to the first ball detent prior to the assembly with the distractor. If the distractor is assembled with the inserter first, then the underside of the distractor gear rack interferes with the spherical surface of the poly inlay as it is inserted and advanced down the rails. This interference increases as it advances until enough force is generated to push or eject the inlay out of the inserter rails. The reason for the complaint is not clear, although the distorted pins and harsh access angle required for treatment of l5-s1 could have contributed in some way. Not following the proper technique order may also have caused the inlay to slip from the inserter. Based on the available information, the complaint is deemed indeterminate. The event described in this complaint is not captured on the current risk analysis for the inserter, so the risk analysis will be updated to include it.

Event description:
It was reported that during an l5-s1 arthroplasty pdl case, as the surgeon was trying to insert the polyethylene inlay between the end plates, the poly inlay kept slipping out of the inserter. The surgeon had to place the polyethylene inlay by hand into the end plates. The surgeon was able to complete the procedure without using any other instrumentation, and had no further problem. Also, a second inserter reportedly would not load the implant properly. This is report 2 of 2 for this event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The manufacturing evaluation revealed the inserter appears to be in good condition. The inserter corresponds to the drawing and processes at the time of manufacture. It is concluded that this complaint is invalid from a manufacturing standpoint.